Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw removal tool fractured during a procedure and the procedure was unable to be completed. The part of the instrument that fractured is stuck in the implant and could not be retrieved. The implant was not removed and the patient still has the implant in the mouth with the broken tool portion in place, with the access hole covered by a temporary restoration.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received screw removal tool for evaluation. Visual evaluation was performed; the screw removal tool (srt) was fractured at the tip. The fractured piece was not returned. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the customer error. Therefore, based on the available information, device malfunction did occur. The tool was fractured at the tip. The fractured piece was not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.